Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the operating room (or) staff called in to report a recoverable fault on arm 4. The or staff stated that the fault would return after the recover fault message was pressed. The or staff had cycled the system power prior to calling in for technical support but the fault returned upon the system power up. The or staff disabled arm 4 and continued the procedure with the remaining arms. The technical support engineer was unable to view the system logs as onsite was not connected at the time of the call. The or staff requested for field service engineer to call them as soon as possible to discuss service. The surgeon continued with the case. All troubleshooting steps were not completed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse contacted the technical support engineer (tse) to troubleshoot the error. The tse looked up the error code and informed the fse that the issue was pointing to universal surgical manipulator 4 (usm) axis 2. The fse replaced usm 4 to resolve the error issue. The fse also resolved the onsite issue by reconnecting the ethernet cable to the correct port. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and reproduced the reported complaint errors 23000, 23008.the unit was tested on an in-house system and it failed in normal mode as it triggered the 23000 errors on the yaw. The unit failed on a psc (patient side cart) fixture test platform (pftp) as it failed the sensors check test on the yaw. The yaw searchlight single axis (slsa) was swapped out with a new one and the error no longer occurred. The original yaw slsa was reinstalled and the errors returned. The unit was tested on a pftp with a new yaw slsa and it passed the direction tests, chip encoder virtual absolute (cva) characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.